Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher reading with the freestyle libre 2 sensor, as compared to unspecified result from built-in meter. The customer reported experiencing symptoms described as headache, sore back, blisters, and experienced seizure and loss of consciousness. An ambulance was called and the customer was treated with oral dextro (glucose). A capillary result of 8.6 mmol/l (154.8 mg/dl), performed by ambulance was obtained. Additionally, the customer indicated that the sensor was reading 'lo' (< 40 mg/dl) at that time. There was no report of death or permanent injury associated with this event.